Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report elevated atellica im ca19-9 results for a patient sample that were considered discordant with the result from the alternate method. The patient was tested for ca19-9 as part of a physical examination. The customer had a sample from a patient, with no indication of a cancer diagnosis, that recovered 415 - 417 u/ml with the atellica im ca 19-9 lot 508 but recovered 1.6 u/ml with an alternate method ca 19-9 assay. When the sample was diluted it recovered 419 u/ml (dilution ×2), 284 u/ml (×4), 183 u/ml (×8) and 158 u/ml (×16) with the atellica im ca 19-9 lot 508. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. The nonlinear dilutions seen with this sample suggests there is an interferent in the sample that when diluted has less of an impact on the assay. There is no sample that can be sent to siemens healthineers for evaluation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (10995285) indicates 3.7% of samples from normal patients recovered >37 iu/ml. Therefore, a certain number of elevated results from normal patients can be expected for this assay. The IFU states in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The cause of the discordant results seen by the customer with this one sample when using the atellica im ca 19-9 lot 508 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. No further evaluation of the device is required.

Event description:
The customer obtained elevated atellica im ca 19-9 results for a patient sample that were considered discordant with the result from the alternate method. The result from the alternate method agrees with the clinical picture of the patient. There is no indication of a cancer diagnosis with this patient. The result from the alternate method was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ca 19-9 results.